Manufacturer narrative:
A review of tickets was performed for reagent lot number architect stat troponin-I reagent lot 58538un20. The ticket search determined that there is an increased complaint activity related to the falsely elevated patient results. However, a review of tracking and trending did not identify any trends for the complaint issue for the catalogue number. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 58538un20 was identified.

Manufacturer narrative:
Sample ID was truncated; full sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated troponin result for one patient. The customer uses the reference range 0-0.03 ng/ml. The following information was provided: sid (B)(6), (B)(6) 2021 initial result 0.22 ng/ml, repeated (B)(6) 2021 0.01 ng/ml. No impact to patient management was reported.